Event description:
Patient reported that the adhesive pad did not stay attached to the body for the full 24 hour period. The patient stated that he is a heavy sweater and when he is outside, that's when he noticed the vgo device starts to lift.